Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device service required prompt heard. No patient involved.

Event description:
Device service required prompt heard. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2013. On receipt of the device, the pad clock was failing to increment. The rtc circuitry was measured and found to be comparable with a known good unit. On visual inspection of the pcba, there was evidence of moisture ingress around the through hole components on the solder side of the board, including around the bt1 coin cell in the rtc circuitry. This would suggest the device had been stored in adverse conditions, i.e. Prolonged exposure to high humidity, however, this could not be verified by other means. The rtc time and date is not a critical failure because, as demonstrated, the device¿s ability to delivery therapy is unaffected. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led as per the reported fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.